Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 01/07/2026. An investigation was conducted on 01/07/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was returned outside its product packaging. There were no visual defects observed on the intact harvesting device. The cannula handle was observed to be in two pieces. The evh cannula handle subassembly can be detached from the evh cannula subassembly with applied force and it can also be snapped back into place. The detached evh cannula handle subassembly was mated and affixed back unto the evh cannula subassembly and there were no defects or irregularities noted. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula handle until it snapped into place with no physical or visual difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. The blue toggle was manipulated to retract and extend the intact c-ring, with no physical or visual difficulties observed. Based on the returned condition of the device reported, the reported failure "break- cannula handle " was confirmed. The DHR shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000504702 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Event site name exceeds character limitations: (B)(6).

Event description:
The hospital reported that before the procedure, vasoview hemopro 2 kit was open, broken in half and unusable. The shaft of the harvesting cannula was in pieces upon opening the package. A new device was used to complete the procedure. There was no delay. No patient involvement.

Manufacturer narrative:
Tw (B)(4). Updated field: e1, g3, g6, h2, h11.

Event description:
N/a.